Event description:
During a coronary stenting procedure on an a pt of unknown age, sex, and past medical history, the physician reported that the balloon was slow to deflate following stent placement. The account indicates that a new contrast dye was being used at this time and the saline to dye ratio was in question. They have discontinued use of that dye and the problem has not re-occurred. There was no injury to the pt.